Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump implanted on (B)(6) 2019; 8780 catheter implanted on (B)(6) 2019; 97715 pain stim ipg implanted on (B)(6) 2021; 977a260 pain stim lead implanted on (B)(6) 2021; 977a260 pain stim lead implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial under-sensing noted on stored electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.